Manufacturer narrative:
The reported events of oversensing and no capture were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead had dislodged. It was noted that the lead exhibited loss of capture and oversensing. The patient received inappropriate shocks. The lead was explanted and replaced. The patient was in stable condition.